Manufacturer narrative:
Retainer ring = black customer returned pump for an alleged possible over delivery and ems dispatched/visit to emergency room for low bgs found on (B)(6) 2021. Also, on case-(B)(4), svn#: (B)(4) customer returned pump for an alleged battery cap cracked/damaged found on april 20, 2021. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08685 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history on the event date of june 01, 2021, there is no unexpected alarms/suspends and found bolus wizard delivery of daily total of bolus insulin delivered = 11.3 u bolus. 06/01/2021 09:30:50.000 normal bolus delivered normal bolus amount programmed = 3 bolus amount delivered = 3 (B)(6) 2021 16:20:16.000 normal bolus delivered normal bolus amount programmed = 2.3 bolus amount delivered = 2.3 (B)(6) 2021 17:48:20.000 normal bolus delivered normal bolusa mount programmed = 2.5 bolus amount delivered = 2.5 (B)(6) 2021 19:27:18.000 normal bolus delivered normal bolus amount programmed = 3.5 bolus amount delivered = 3.5 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Unable to confirm battery cap damage due to pump received without the original battery cap. The pump passed all the required testing. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they called the emergency room and paramedics came to their house in (B)(6) 2020 due to hypoglycemia with a blood glucose level of 28 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they passed out due to low blood glucose. The customer was also treated with cookies. Customer alleged insulin pump was over delivering because what they were eating, they felt it was giving them too much. Troubleshooting for the customer¿s low blood glucose was performed. The insulin pump will be returned for analysis.